Manufacturer narrative:
Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual and microscopic analysis revealed the returned device presents a fractured at 183 cm form the proximal end, and approximately 2 cm of poly tip is missing. Sem analysis revealed the fractured occurred due to a tension overload. All dimensional measurements were within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a angioplasty treatment procedure, tip detachment occurred. Vascular access was obtained via the radial artery. The 75% stenosed de novo lesion was located in the non calcified and mildly tortuous unspecified vessel. The target lesion was predilated with a 2x10 balloon catheter with residual stenosis of 25%. A 185cm pt2 moderate support str guide wire was advanced to the target lesion. An unspecified stent was implanted. At the end of the procedure it was noticed that approximately 1cm of the guide wire distal tip had broken and remained inside the patient. No attempt to retrieve the detached tip was made. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a angioplasty treatment procedure, tip detachment occurred. Vascular access was obtained via the radial artery. The 75% stenosed de novo lesion was located in the non calcified and mildly tortuous unspecified vessel. The target lesion was predilated with a 2x10 balloon catheter with residual stenosis of 25%. A 185cm pt2 moderate support str guide wire was advanced to the target lesion. An unspecified stent was implanted. At the end of the procedure it was noticed that approximately 1cm of the guide wire distal tip had broken and remained inside the patient. No attempt to retrieve the detached tip was made. The procedure was completed with this device. No further patient complications were reported and the patient's status is stable.